Event description:
The pace/sense portion of this rv lead was capped due to a fracture. The shocking portion is still active. A new brady lead was implanted for pacing/sensing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Event description:
The pace/sense portion of this rv lead was capped due to a fracture. The shocking portion is still active. A new brady lead was implanted for pacing/sensing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.